Manufacturer narrative:
Section g3: date received by manufacturer of the previous report was 19nov2025. Manufacturer's investigation conclusion: the reported alarm on the heartmate mobile power unit (mpu) was confirmed via analysis of the returned mpu (serial number (B)(6)). The mpu returned to the pleasanton service depot in unremarkable physical condition. The mobile power unit was connected to a mock loop and powered on. An audible alarm was heard, confirming the customer reported issue. The issue was isolated to the patient cable, the patient cable was replaced and the mpu was tested per the mp, heartmate mobile power unit service process. The mpu performed without any issues and passed all required tests and the mpu was returned to the customer. The patient cable was forwarded to product performance engineering (ppe) for further analysis. The returned patient cable appeared unremarkable. The patient cable was connected to a known working test unit. The mpu was used to support a mock loop system. The mpu powered on and booted up as intended. A brief auditory alarm sounded when the mpu was initially connected to power. The alarm resolved and the mpu supported the mock loop system as intended. The patient cable was manipulated during pump support, and the auditory alarm was unable to be reproduced. The internal wires resistance and insulation were tested and found to be unremarkable. No further troubleshooting was performed. It was reported the mpu continued to alarm even when it was unplugged from wall and even when using other outlets. It was said the mpu also had the appropriate power cord. It was reported the patient¿s new mpu has not alarmed. A root cause for the reported event could not be conclusively determined through this analysis. The relevant sections of the device history records for the mobile power unit serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system IFU, rev. D and heartmate 3 patient handbook, rev. A are currently available. The IFU section 3, entitled ¿powering the system¿ explains all mpu alarms. This section states ¿the yellow wrench symbol illuminates when the mobile power unit detects a mechanical, electrical, or software issue with the system. This is an advisory alarm. When the yellow wrench illuminates, switch to two fully-charged heartmate 14 volt lithium-ion batteries.¿ this section informs the user of the proper actions to take if the yellow wrench alarm activates. The IFU section 8, entitled ¿equipment storage and care¿ and the patient handbook section 6, entitled ¿caring for equipment¿ explain how to properly care for the equipment, including the mpu patient cable. The patient handbook section 6, entitled ¿caring for the equipment¿ describes how to care for and clean all equipment, including the mpu patient cable. The patient handbook section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 left ventricular assist device, including inspecting the mpu patient cable for damage. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was later reported that the mpu continued to alarm even when it was unplugged from wall and even when using other outlets. It was said the mpu also had the appropriate power cord.

Event description:
It was reported that the mobile power unit (mpu) had an audible alarm that did not reset. The mpu was exchanged and said to return.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.